Manufacturer narrative:
Hamilton medical comes to the following conclusion: failure mode description: unit alarms with self test failed / buzzer defective after start-up. Ventilation cannot be started. Failure effect: buzzer monitoring system detects no beeping sound from buzzer during start-up. Root cause: defective vu mainboard msp160644. Correction: replacement of the mainboard.

Event description:
The following was reported to the hamilton medical ag: summary: self test failed / buzzer defective (mainboard defective).